Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead and high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. At this time, the crt-d system remains in service and no adverse patient effects were reported.